Event description:
Information was received from foreign healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving baclofen via an implantable pump for spasticity. On (B)(6) 2022, it was reported that a volume discrepancy was detected during a pump refill on (B)(6) 2022. The pump was interrogated and expected to contain 4.4mls of baclofen however 17 mls was actually aspirated. The patient subsequently had been complaining of increased pain. It was believed that there was a catheter occlusion. It was unknown what, if any, environmental/external/patient factors might have caused or contributed to the event. No diagnostics had been performed, but the issue was being investigated. The event was not considered resolved at the time of the report. The patient's status was listed as "alive - no injury".

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11437r09, implanted: (B)(6) 2003, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 06-jan-2005. If information is provided in the future, a supplemental report will be issued.